Event description:
Following admission, and as required for treatment, a venipuncture was performed on the patient¿s left hand on the morning of (B)(6), 2026. A closed-system intravenous catheter was inserted to establish an intravenous access. During the procedure, fluid leakage was observed at the heparin cap of the catheter, with fluid seeping out from the gap at the connector. After ruling out factors such as improper technique (e.g., the connector not being tightened properly or an error in clamping) and external mechanical damage, it was confirmed that the leakage was caused by a failure of the connector seal on the device itself. The intravenous catheter was replaced with one of the same specification and reinserted; the procedure was successful, and the new catheter sealed properly with no leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.